Manufacturer narrative:
Product complaint # (B)(4). Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Product not returned. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number?: no further information is available. - device return status: we regularly contact with sales rep about the device returning. No further information will be provided." This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported a patient underwent and unknown procedure on an unknown date and a reservoir was used. The reservoir could not be locked. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint (B)(4). Additional information: d9. H3 evaluation: product sample received. Materials locking mechanism of reservoir was checked to verify its condition. Sample were evaluated, and during this evaluation it was notice that the latch of plate and its mechanism was in good condition, in addition to, it was able to be activated and desactivated several times with no issues. Therefore, is considered this material factor does not contribute to the reported complaint. Based on the present analysis, and condition of sample received it is determined that the reported complaint is not confirmed, and it is not related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturing control. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.